Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during transtelephonic monitoring, ventricular pacing was found to be inadequate. The patient was brought to the operating room for ventricular lead replacement.